Event description:
Surgeon stated that after loading a staple into the device, it did not look or sound right. Therefore, the decision was made not to use the device. The surgeon was given another stapler and it looked and worked properly.